Event description:
It was reported that the pump touchscreen was cracked, unreadable and unresponsive. The blood glucose value reported was 220 mg/dl. Customer reverted to an alternate method of insulin therapy.